Event description:
It was reported that during a da vinci liver resection procedure, the harmonic curved shears instrument, with the harmonic curved shears insert installed, was making a clicking noise. At this time it was noted that the foam tip fell into the patient. The fragment was retrieved from the patient and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The harmonic curved insert accessory was returned and evaluated. Engineering confirmed the customer reported complaint and found the insert to be returned with damage to the teflon pad, referred to by the customer as the foam tip . The teflon pad and curved blade were found to exhibit burn marks. No other damage was found.